Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient developed an infection at the midline incision site which was noted during implant procedure. The physician aborted the implant procedure and explanted the existing lead. It was also reported that the infection was not device and procedure related. The cause of infection was unknown and patient was placed on antibiotics. The patient was doing well postoperatively.